Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. Investigation found "service due" displayed upon power up. Service will replace the clock battery to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump displayed an error that a disposable is not attached while the cassette was attached. There was no reported injury to the patient.